Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 812:00 occurring. This report was noted during biomed testing. The biomedical engineer also stated that no injury or medical intervention was reported. Although attempts were made, additional information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no addiitonal information was available. Additional contact information was requested but no additional contact was identified.